Event description:
It was reported that the pt returned to the hospital with the peritoneal catheter broken off from the valve.

Manufacturer narrative:
(B)(4). The product remains implanted and was unavailable for return. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided.